Event description:
Additional information reported that the patient had two rounds of antibiotics.

Event description:
A patient reported that they had a bladder infection and that they finished their last pill to treat the infection on the morning of date notified. It was also stated that since (B)(6) 2016 the patient has no therapeutic effect at night and still have get up about 3 times a night to go to the bathroom. They are not getting any sleep, along with some leakage during the day as well. The patient noted that also since (B)(6) 2016 they can tolerate stimulation during the day and do not feel stimulation when they walk or sit, with the stimulation being painful and hurting all day "down there," even in the vagina area when they lay down and go to sleep at night. It was stated that they hope the symptoms are related to the bladder infection, indicating that the infection is now over. Additional information received on (B)(6) 2016 stated that the patient's symptoms have improved since implant, however they are still getting up 2-3 times per night and going every hour and a half. Troubleshooting was performed with the manufacturer representative (rep) but the symptoms remain the same. Indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.